Manufacturer narrative:
The excor blood pump pu valves; 50 ml in/out; ø 9 mm; sn (B)(6) is in use on the patient from (B)(6) 2025 to date. The event occurred on (B)(6) 2025, which is (46 days) after the pump in question was placed on the patient. We have reviewed the production records of the excor blood pump and concluded that the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs on 2025-06-10 to report that the patient being supported with an excor pediatric vad system experienced hemolysis on (B)(6) 2025. The patient had a dialysis catheter placed on (B)(6) 2025 with crrt (continuous renal replacement therapy) started the same day. The patient's ldh and pfhgb levels increased since placement of the dialysis catheter and initiation of crrt. Ldh increased from 730u/l on (B)(6) 2025 to 5823 u/l on (B)(6) 2025. Pfhgb levels increased from 7 mg/dl on (B)(6) 2025 to 265 mg/dl on (B)(6) 2025. According to the site, the excor blood pump maintained complete filling and ejection. The blood pump continues to remain on the patient.